Event description:
It was reported that during follow-up, lead dislodgement, low sensing and high threshold were observed. Issue was resolved by reprogramming to lv pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.